Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported lipids leaking at top of tubing where the clave connects to the syringe while connected to a patient in the nicu. The tubing was noted to be cracked and occluded. There was no harm.

Event description:
It was reported that an occlusion alarm displayed on the pump, and the lipid tubing was leaking at the top of the tubing during an infusion in the nicu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed; however not at the location reported. Functional testing produced a leak at the engagement of the exit end of the non-bd microclave and entrance luer end of the syringe administration set. There was no leaking at any other location. The infusion was manually stopped and the mated components at the leaking engagement were carefully detached from each other; the connection was not fully secure. The samples were attempted to be reprimed separately; slight resistance was identified on the filter extension set; however the fluid was eventually able to flow through the sets and exit as expected. Further testing was performed by pressure testing the attached components while submerged underwater in which no leaks or any issues were observed. The root cause of the leak was due to the loose manual connection between the mated components.

Event description:
It was reported that an occlusion alarm displayed on the pump, and the lipid tubing was leaking at the top of the tubing during an infusion in the sbu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Testing was performed at the engagement of the exit end of the microclave and entrance luer end of the syringe; it was observed that the engagement between both components was not fully secure. Pressure testing was performed by attaching components up to 30psi while submerged underwater in which no leaks or any issues were observed. The root cause was connection between the mated components not being fully secure.

Event description:
It was reported that an occlusion alarm displayed on the pump, and the lipid tubing was leaking at the top of the tubing during an infusion in the sbu. There was no report of patient harm.